Event description:
It was reported that the device (1) er320 was used during a lap chole. It was reported by the rep that the clip came out crooked and did not feed into the jaws. A new er320 was used to complete the case. There was no consequence to the patient.